Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: d9 during laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pst did not observe any disruptions during testing. The roller pump was intentionally over-occluded, and the pump cable was flexed with no disruptions observed. There were no observed defects inside the pump. The event log was checked during evaluation and a display supply error was indicated but the pst did not observe it. Per data log review: the incident occurred on 23dec2022 but the system log did not cover that date. The large roller pump log also did not cover that date. From the large roller pump log: 08:10:37 system powered up 08:16:14 the pump was quickly started and stopped three times 08:16:38 the central control monitor (ccm) was shut down and the system was power cycled 08:18:19 system powered up 08:23:13 perfusion screen opened based on the safety connections, the pump was likely used as a cardioplegia (cpg) pump. Some pressure alerts and alarms occurred, but there are no events logged to indicate a problem with the pump. The pump lid was opened and closed a couple of times and logging stopped at 11:28:20 am. The log cannot confirm the complaint.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) noticed no physical defects on the pump and could not duplicate the reported issue. The unit passed all testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.